Event description:
A user experienced a cartridge alarm labeled as alarm 30 while using a pump. The alarm occurred during normal pumping without any notable preceding events. Customer declined to provide information regarding alternate insulin therapy.